Event description:
The following has been reported: pump malfunction. No patient impact. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and the CAPA dealt with the issue of defective air sensors. Some problems have been corrected, but a new CAPA (opened in 2025) has been opened to investigate other possible causes of air sensor failure. Device log history was reviewed. Several air alarms were identified but although this could confirm the reported event, those information are insufficient to confirm a quality issue as alarms are designed to inform the user that the infusion needs to be attended. The device was not returned to brézins as repairs were carried out locally. According to provided information, the air sensor has been replaced, that solved the issue. The air sensor sent back to brézins for further investigation. Once in brézins, a visual control was performed and the ceramics show traces of oxidation. Cross tests were performed and the reported event could not be reproduced. Therefore, this complaint is considered as valid, and the root cause is probably linked to a defective air sensor which is oxidized. Please be informed that a CAPA is open to address the subject of "defective air sensor". To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: abnormal.